Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event where the infusion set and reservoir supplies that patient received had packaging and sterility issues. It was reported that all the five boxes of infusion sets and five boxes of reservoirs were messed up and has an awful smell. The packaging was reported as not sealed properly misshaped or sterile packaging not intact. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results: a complaint investigation was initiated under complaint investigation child record (B)(4). A complaint was received for the quickset product. However, the lot number was not provided, which limits traceability, and no samples are available for tests. Investigation actions were initiated to assess current controls and identify potential risks. Packaging controls review: during the quick set packaging process, a visual inspection at 100% is performed in the finished product material before packaging , see the quality criteria of the product that must comply paper and plastic must be fully sealed, and packaging must be well, for further information please see memo attachment - quality controls in the assembly process of quick set products of the dhf- 1. And a revision of the pfmeca 4906145 [11] for multivac packaging mx1 was made. The inspection includes verification that the inner box contains one instruction for use (IFU) as per model, 10 complete quick set units (including all family variants), and a plastic bag with a pair of dummy connectors. These inspections are referenced in pfmeca 4906145 [1] for multivac packaging mx1. As well as packaging inspection (before sterilization) according to risk management procedure (B)(6). Additionally, a revision was made to wi-4805097 rev.57 which specifies that: - set printing must be legible, not blurred, overlapped, or incomplete (expiration date, lot number, design, gtin number, and 2d code must be correct). - paper and plastic must be completely sealed, and packaging must be properly molded. - plastic forming must comply with the quality sample (B)(6).. Conclusion: as a result of the following: current packaging controls, including visual inspections before sterilization and verification of sealing integrity, they are in place to detect and prevent packaging defects in quickset products. Although the lot number is unavailable, the investigation includes a comprehensive review of current controls, historical data to document how packaging integrity issues and related defects are currently detected and prevented.